Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at the display window corners and battery tube threads, minor scratched display window.

Event description:
Customer reported that the insulin pump received a button error alarm. Customer does not recall any significant events leading to the alarm. Blood glucose 165 mg/dl. Nothing further reported.